Event description:
Initial reporter indicated that a vns pt implanted for depression was admitted into hosp for treatment of suicidal ideation and worsening depression. The treating physician felt it could possibly be related to vns stimulation. The pt has been discharged from the hosp.